Event description:
It was reported, pt has personal injuries sustained on (B)(6) 2011 as a result of the recalled stryker rejuvenate modular stem.

Manufacturer narrative:
The event was reported through an attorney, as a result of a legal claim. Due to ongoing litigation no additional info is available at this time. If additional info is received, it will be reported on a supplemental report.